Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor, the introducer needle was checked for burrs, hooks and dull needle tip defects none were found, the introducer needle passed per specifications. No broken or missing parts were observed during our analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor broke during installation. The patient's blood glucose at the time of incident was 7.4 mmol/l. No further details were given, and no products were returned or replaced.